Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering insulin properly. Blood glucose level at the time of the incident was 292 mg/dl. Blood glucose level at the time of the call was 281 mg/dl. Customer stated that the reservoir appeared full on the screen even after she administered a bolus. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.